Event description:
Clinical study. It was reported 271 days following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 90% stenosed 5.5x25mm target lesion located in the proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 5%. One day post procedure the patient was discharged with a nih stroke value of 0. The patient returned 271 days following the index procedure for an ultrasound revealing a moderate to severe stenosis of the target lesion. A re-evaluation of the ultra sound is scheduled for may/2009. No further action was taken at this time. Per the physician, the relation of the device to the event was listed as "possible".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.